Event description:
The customer reported via phone call indicating that the insulin pump had a sensor anomaly. Customer's blood glucose was 6.0 mmol/l. The customer stated sensor glucose verse blood glucose diffrerences, low blodo glucose and shutdown of basal rates. Customer was advised that we would send sensor replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.